Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery (date not reported) to remove the granulation tissue at the posterior auricular incision site. Device analysis report is attached. This report is submitted on january 13, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report. This report is submitted on november 11, 2021.

Manufacturer narrative:
Per the clinic, the patient developed wound dehiscence at the posterior auricular incision site, with a portion of the array exposed. Explant is planned. This report is submitted on september 23, 2021.

Manufacturer narrative:
This report is submitted on july 30, 2021.

Event description:
Per the clinic, the patient experienced swelling and inflammation at the magnet site, and was treated with oral antibiotics (specific duration not reported). Clinical management of the patient is ongoing. The implanted device remains.